Event description:
It was reported that the patient underwent a spinal fusion at c5-c6 using an interbody device and allograft. Four months post-op, x-rays revealed a slight anterior subsidence, the inferior screw had moved a bit and no fusion had occurred. The patient showed a slight kyphosis, but had no symptoms. Ten months post-op, the patient presented with slight radiculopathy. X-rays showed that fusion has not occurred. The implant does not appear to have subsided further. The patient is being treated with pain medication, and is scheduled for another follow up visit within the next month.

Manufacturer narrative:
(B)(4): pseudoarthrosis: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.